Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date 17-feb-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 02/12/2023 11:40:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 11:44:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 11:45:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 12:34:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 12:37:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 12:41:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 12:42:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 12:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/12/2023 12:52:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 13:08:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/12/2023 13:18:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/12/2023 18:37:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/12/2023 19:33:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 01:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 01:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 03:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 03:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 03:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 03:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 03:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 05:20:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 05:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 05:27:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 05:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 05:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 05:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 05:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 06:03:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 06:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 07:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 07:17:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 07:17:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 07:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 07:28:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 07:33:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 08:47:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 08:47:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 08:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 08:48:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 08:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 12:40:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 12:41:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 12:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/17/2023 12:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 13:04:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/17/2023 13:05:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 02/11/2023 16:04:33.000. 02/11/2023 16:14:00.000. 02/11/2023 16:14:18.000. 02/11/2023 16:16:54.000. 02/11/2023 16:26:00.000. All buttons function properly. No pump error 61 (stuck key alarm) noted during testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Battery cap contact missing/damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 739 mg/dl at the time of the event. The customer was hospitalized. Troubleshooting was performed partially and later declined. The customer stated that the symptoms expressed, indicated the possible onset of diabetic ketoacidosis. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.